Manufacturer narrative:
It was reported that when donning the surgeon, the gloves rip apart, very easily too. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
When donning the surgeon, the gloves rip apart, very easily too.